Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the crocodile grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of "the black sheath/covering is torn". Failure analysis found the primary finding of main tube insulation damage to be related to the customer reported complaint. The instrument was found to have a torn main tube. Approximately 2.21" x 1.15" was torn off and was not returned with the instrument. This failure is most commonly caused by mishandling/misuse.

Event description:
It was reported that after a da vinci-assisted procedure the customer had a damaged sheath on the crocodile grasper. The procedure was completed with no reported injury.